Event description:
During an in-clinic follow-up, episodes of low pacing impedance, low p-wave sensing, and high capture threshold were observed on the right atrial (ra) lead. Abbott technical support was contacted and suspected ra lead damage. In addition, previous episodes of noise resulting in oversensing and inappropriate mode switch were also observed. X-ray imaging was performed, however, no lead abnormalities were observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.